Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent. The patient was evaluated in the (B)(6) center; however, it was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began intraperitoneal (ip) treatment for the peritonitis with cephalothin and amikacin (doses and frequencies were not reported). Three days later, the treatment with cephalothin was changed to ip ciprofloxacin (dose and frequency were not reported). Nineteen days after the peritonitis onset date, the antibiotic treatments were completed and the patient was recovered from the event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.